Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the device was not functioning. The pt's device was explanted.